Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed to successfully discharge with internal paddles with a "no shock delivered message low/high impedance" message. There was no harm to the involved patient.